Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. While attempting to position the integrated balloon there was difficulty in advancement and it became stuck on the alto main body causing proximal migration of approximately 1cm. The alto delivery system was pulled back, and it moved the alto main body down about 5mm; however, it still covered half of the renal artery. Angiography from the pigtail catheter showed type ia endoleak. Ballooning was performed with the integrated balloon, but it did not touch the sealing ring; therefore, the alto main body was released, and the alto delivery system was removed. Ballooning was performed using a coda (non-endologix) balloon. A type ib endoleak was observed from the distal edge of right (contralateral) limb, which was extended 1-2cm to the external iliac artery. An attempt was made to advance an ovation extension on the right side; however, it became stuck on the implanted contralateral ovation ix iliac limb causing proximal migration of approximately 1-2cm up to the distal end of common iliac artery. The ovation ix extension was deployed; however, a type iiia endoleak was observed between the contralateral ovation ix iliac limb and the ovation ix extension. An additional ovation ix extension was deployed at the right distal portion. Balloon touch up was performed resolving the type iiia endoleak. The procedure was completed. Prior to discharge (five (5) days post-procedure), contrast computerized tomography identified type ia and type ii endoleaks. A follow-up echocardiography will be performed in one month.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. While attempting to position the integrated balloon there was difficulty in advancement and it became stuck on the alto main body causing proximal migration of approximately 1cm. The alto delivery system was pulled back, and it moved the alto main body down about 5mm; however, it still covered half of the renal artery. Angiography from the pigtail catheter showed type ia endoleak. Ballooning was performed with the integrated balloon, but it did not touch the sealing ring; therefore, the alto main body was released, and the alto delivery system was removed. Ballooning was performed using a coda (non-endologix) balloon. A type ib endoleak was observed from the distal edge of right (contralateral) limb, which was extended 1-2cm to the external iliac artery. An attempt was made to advance an ovation extension on the right side; however, it became stuck on the implanted contralateral ovation ix iliac limb causing proximal migration of approximately 1-2cm up to the distal end of common iliac artery. The ovation ix extension was deployed; however, a type iiia endoleak was observed between the contralateral ovation ix iliac limb and the ovation ix extension. An additional ovation ix extension was deployed at the right distal portion. Balloon touch up was performed resolving the type iiia endoleak. The procedure was completed. Prior to discharge (five (5) days post-procedure), contrast computerized tomography identified type ia and type ii endoleaks. A follow-up echocardiography will be performed in one month. Additional information received indicating the intraoperative type ia endoleak was found resolved at one-month follow-up.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the renal occlusion, the difficulty in advancing the integrated balloon, and the difficulty to advance the ovation extension on the right, as well as the type 2 endoleak (non-device related failure), were all unconfirmed. This is not consistent with the reported adverse event/incident. It was noted that the right and left kidneys appeared perfused at the end of the procedure. The most distal aspect of the left renal artery was covered by the first polymer ring. Also, the radiopaque markers of the aortic body appeared to be deployed high- approximately 5mm. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged to home on postoperative day five and is being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.